Manufacturer narrative:
This device is not expected to be returned at this time, however analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection as well as vegetation on the coil of the lead. This device system has not been replaced at this time. No additional adverse patient effects were reported.